Event description:
It was initially reported that the healthcare provider had difficulty accessing center port of the pump during a refill. A lateral x-ray was to be taken. Drug delivered via the device was lioresal. It was later reported that patient had presented for pump refill because she was to exceed 6 months since prior refill and had not reported of any symptoms. Device migration/dislodgement was stated; x-rays were taken on (B)(6) 2012. It was stated that the patient was fine with plenty of excess drug in reservoir to last until pump could be surgically adjusted. As of (B)(6) 2012 the device remained implanted. A follow-up report will be sent if additional information becomes available.

Event description:
It was confirmed that the pump was flipped and was "surgically corrected".

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).